Event description:
It was reported that nurse stated the nurse was helped another nurse with target temperature management patient. They were getting low flow (alert 02). The arctic sun device was stopped. Had the nurse to restarted therapy to check diagnostics, but the nurse stated the patient was in distress and the nurse would need to call back. Patient temperature was 39c, targeted temperature was 36.4c, water temperature was 9.9c and flow rate was 0 lpm (primed and stopped). The medium pads were in place, but the nurse was unable to tell the patient weight.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The arctic sun device was stopped. Had the nurse to restarted therapy to check diagnostics, but the nurse stated the patient was in distress and the nurse would need to call back. Patient temperature was 39c, targeted temperature was 36.4c, water temperature was 9.9c and flow rate was 0 lpm (primed and stopped). The medium pads were in place, but the nurse was unable to tell the patient weight. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse stated the nurse was helped another nurse with target temperature management patient. They were getting low flow (alert 02). The arctic sun device was stopped. Had the nurse to restarted therapy to check diagnostics, but the nurse stated the patient was in distress and the nurse would need to call back. Patient temperature was 39c, targeted temperature was 36.4c, water temperature was 9.9c and flow rate was 0 lpm (primed and stopped). The medium pads were in place, but the nurse was unable to tell the patient weight.